Event description:
On (B)(6) 2023, it was reported by a sales representative via e-mail that (3) ar-3636h 1.8 knotless hip fibertaks, and (2) ar-3600nd-2h disposable drills failed. This occurred during an arthroscopic hip labral repair on (B)(6) 2023 when drilling for the anchors it felt as if the device was chatting up against the curved guide. The guide was pulled out of the hip and ran the drill through it with the same result. The drill guide was switched out and the same issue occurred. An additional drill bit was tried and the issue persisted. A third drill bit with a different lot number and the same drill guide was tried and there was no chatter of the drill bit. After the guide and drill bit issue was resolved and they began inserting the anchors, 3 of the anchors pulled out. They also tried reloading each of these anchors and reinserting and they still pulled out. It wasn¿t until they opened an anchor of a different lot number that the anchor held in the bone. The patient had an unusually hard bone. There was no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion.